Manufacturer narrative:
Unit received with blank display due to broken trace on interface board. Unable to perform operating currents, self-test, error test and displacement test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was unknown at the time of the incident. Customer stated that the pump was hit by a piece of furniture and the screen is blank. Troubleshooting steps were guided for blank display screen. Customer states the display did not return. Customer stated that the pump fell of pocket and hit piece of furniture and quit working. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.